Event description:
New information reported stated that patient presented to the clinic on (B)(6) 2016 and the right ventricular lead exhibited noise which caused pacing inhibition. The noise could not be reproduced when performing myopotential testing. The lead exhibited noise reversion episodes randomly throughout the day. The patient stated that he had plated gold the previous day but no noise reversion episodes occurred during that time. The lead impedance was stable. The device was reprogrammed and would be referred to another facility for further assessment. The patient was in stable condition.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise with inhibition of pacing. Upon interrogation, the lead exhibited noise. On (B)(6) it was reported that the patient presented for another follow-up in stable condition, isometrics were performed which did not replicate the noise. No intervention was performed. The patient would continue to be monitored.